Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that while using pads with the mrx, the ECG waveform was noisy and unable to be analyzed. There was no negative patient impact.